Manufacturer narrative:
The meter involved with this complaint have been returned and evaluated by lifescan product analysis on 05/10/2013 with the following findings: the alleged issue (display issue) was confirmed when during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.